Event description:
The customer obtained a blood glucose result of 64 mg/dl on accu-chek inform system 1 and a blood glucose result of 201 mg/dl on the accu-chek inform system 2. The comparison was obtained within a 10 minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. A request was made for the return of the suspected product; replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device accu-chek inform system 2. Reference medwatch for suspect device accu-chek inform system 1.